Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 9/7/2021. H.6. Investigation: customer returned (1) 1ml, 12.7mm, 29g bd insulin syringe in an open blister pack from lot # 9126591. Customer states that substances were found on the needle. The returned syringe was examined and exhibited an orange piece of material on the cannula shaft. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely polyethylene mixed with silicone. A review of the device history record was completed for batch# 9126591. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Root cause cannot be determined. H3 other text : see h.10.

Event description:
It was reported that the syringe 1ml 29ga 12.7mm blister experienced foreign matter on the device cannula. The following information was provided by the initial reporter: complaint from hospital. The customer complained that whitish substances were found on the needle.

Manufacturer narrative:
Initial reporter addr 1: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 1ml 29ga 12.7mm blister experienced foreign matter on the device cannula. The following information was provided by the initial reporter: complaint from hospital. The customer complained that whitish substances were found on the needle.